Event description:
Per the physician, the cause of the new seizure type is external factors (not related to vns). Per the physician, other factors that could be contributing to the change in seizures the patient is experiencing is unknown, so they are referring the patient for eeg monitoring study. The patient is still able to perceive stimulation. At the last visit during (B)(6) 2025, settings were adjusted to previous values and system diagnostics were performed after each adjustment. Lead impedance reportedly remained in acceptable ranges. X-rays were done but have not been received by the manufacturer to date.

Event description:
The patient presented with a new seizure type. When the patient's vns was interrogated, the patient was seen with high impedance. The physician tried reducing the patient's output, but high impedance was still seen. The patient has been referred for x-rays. Patient is unaware of any major falls or trauma. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was further reported that, per the physician, the pin was fully inserted at the time of the initial implant (pin seen to be fully inserted, clicks were heard when screwing in). Per the physician, to his knowledge, the patient has not manipulated the site nor experienced any trauma to the site.